Event description:
Boston scientific received information that a latitude red alert was received for this system due to a shocking impedance greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and not other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received seven months after the initial clinical observations were reported that the out of range shocking impedance measurements were still occurring. The patient's family reported that the patient had a procedure where he received a shock. A boston scientific representative performed pocket manipulations and isometrics and could not reproduce any noise but was only getting impedance measurements greater than 200 ohms. Pacing impedances, thresholds and intrinsic amplitudes are within normal limits. A boston scientific technical services consultant discussed the clinical observations with the caller and recommendations for additional trouble shooting. No other adverse events have been reported. This product issue will be updated if additional information is received.